Manufacturer narrative:
One device was returned for repair. No previous history found in event log. No service history within last 12 months. Primary complaint was confirmed with functional testing. The air in line detector was loose from the chassis. Replaced air in line detector. Device also needs a software update. Updated software. After repairs, device passed all test criteria.

Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device required a software upgrade and had a loose air sensor that was causing it to alarm for cassette latch issues. There was no patient involvement, and no patient harm/adverse event reported.